Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose. Customer declined to contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer declined troubleshooting for high blood glucose. Customer stated reservoir lip ring had damage. The device will not be returned for analysis.